Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) was not reading oxygen (o2). The fsr downloaded the software logs and noticed that the problem has been occurring for some time. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr will return at a later date to either repair the epgs or replace it. Preventive maintenance and inspection were completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.